Event description:
It was reported the patient¿s device was not working. Troubleshooting occurred and when they connected to the implantable neurostimulator (ins) he only saw 2 lights but the patient could not verify which lights because he could not hear the questions over the phone.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0204791v, implanted: (B)(6) 2002, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0204791v, implanted: (B)(6) 2002, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# j0301160v, implanted: (B)(6) 2003, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Supplemental MDR initiated for additional information recieved that the patient was still having concerns with their device/therapy but was working with their health care provider.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but was working with their health care provider (hcp) to resolve the issue.